Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018: broach handle (B)(4)- locking moment arm was discovered as faulty when setting up for the case, the locking mechanism wasn¿t working. Broach handle (B)(4) - thread on the top of the broach for slap hammer attachment wasn¿t engaging the slap hammer thread. This was during the operation. Did not affect operation. Rigid screw driver shatter: hexagonal tip blunt and not engaging the screw mechanism for the liner trial. Eventually did work, however surgeon asked for it to be replaced. No ae to patient. Patient outcome post surgery: prosthesis implanted successfully.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened product complaint #: (B)(4). Investigation summary: examination of the returned devices confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.